Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced an intermittent out of range signal. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.